Event description:
During preventative maintenance (pm) conducted on (B)(6) 2026, the autopulse platform (serial number (B)(6) was found to have an intermittently blank display. No patient involvement.

Manufacturer narrative:
During preventative maintenance (pm) conducted on (B)(6) 2026, the autopulse platform (serial number (B)(6) was found to have an intermittently blank display. Root cause analysis identified a failure of the processor board as the cause of the issue. During visual inspection, the platform was observed to exhibit an intermittent blank display. The processor board needs to be replaced to remedy the observed failure. The autopulse platform passed the initial functional testing without error or fault. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).